Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported on (B)(6) 2022 that the patient experienced 1-2 low flow alarms each night between 0100-0500 for a few nights. The patient underwent a right heart catherization on (B)(6) 2022 and then the alarms started that evening. The cause of the low flow alarms was found to be outflow graft obstruction between the graft and bend relief right at the base of the bend relief. The area of the bend relief was opened and cleaned out with a pump sucker and scraper. The alarms were resolved by surgery to repair the outflow graft.

Manufacturer narrative:
This event was determined to be a duplicate to manufacturer reference number 2916596-2022-14770. The investigation findings will be reported under manufacturer reference number 2916596-2022-14770.